Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 230. Reportedly, the customer uses novolog and does not change the cartridge every 3 days, but instead changes it every 5 days. Tandem technical support educated customer on cartridge labeling. Customer changed pump supplies to address the occlusions.